Event description:
It was reported the surgeon experienced bleeding during staging oncology procedure. The clips did not hold properly on the vessels therefore necessitating the need to open competitive clips.